Event description:
A malfunction was reported on the pump, but there were no notable events leading up to it. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with information on resetting the pump, which resolved the issue, and advised the customer to call back if the malfunction code reappeared. The customer acknowledged and understood the instructions provided.